Event description:
It was reported that "the venous branch dilated when a product of contrast was introduced (name: imeron 300). An abominal scanner was operated on the pt, with injection of imeron 300 (volume: +/- 110cc, 3cc per second)." The device will be returned.